Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the 18cm depth marking. Microscopic inspection of the complete break and the distal end of the sample revealed striations typical of sharp instrument cuts. A small longitudinally aligned split was observed at the 16cm depth marking. The split occurred at one corner of a partially circumferential kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The catheter kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the split revealed sharply defined granular edges. Material discoloration was observed in the vicinity of the split. The split characteristics and relative position to the kink impression indicated that the leak was the result of damage caused by repetitive kinking of the catheter tubing. Catheter placement, patient anatomy and catheter securement technique may contribute to catheter kinking during use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyk0413 showed two other similar product complaints from this lot number.

Event description:
It was reported that a single lumen power PICC was noted to be leaking after a CT scan had been performed using the PICC access. After a dressing change and while attempting to flush, the line leaked significantly at the point of insertion. On successful and removal of the PICC, it had transected at the 18cm marking. Line was replaced successfully.